Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that, as of 2018-dec-21, the motor stall had not recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that at a first interrogation of the pump, the log reported that the pump went into motor stall due to an MRI scan. At a second interrogation of the pump, the motor stall recovery was not displayed, however, the logs were displayed like a normal interrogation. There were no reported symptoms. No complications were reported. A picture of the 8840 was provided, indicating the stall occurred on (B)(6) 2018 at 13:51. Additional information was received. The patient did not experience any underdose symptoms. The pump was not alarming. It was stated that additional interrogation of the pump 2 hours after the MRI did not indicate the stall had recovered. The pump was implanted on (B)(6) 2018. The serial number was provided. Patient information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was receiving baclofen (2,000.0 mcg/ml at 148.7 mcg/day).